Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is made based on the customer's reported issue. (B)(4).

Event description:
Customer reported while the alarm was in use with a patient, the patient made an attempt to get out of bed and the alarm did not sound. As a result, the patient fell out of the bed. Customer tested the alarm and determined the alarm is functioning properly. No patient injury was reported.